Event description:
Customer reported that during processing the tissue was lost. The catch on the cassette was broken. As a result one female pt required a rebiopsy.

Manufacturer narrative:
An investigation of the event is currently underway and it will be submitted in a follow-up report.